Event description:
Pt needing an new pump last inf they received an error and when they called the number on the pump they were told internal battery failure. Patient sent return supplies to return the pump. Diagnosis for use: rheumatoid arthritis, unspecified.